Manufacturer narrative:
The machine has been checked by a gambro technician who observed no anomalies. He determined that all the four pressure transducers were within manufacturer's specifications. He simulated a one-hour treatment and the machine worked according to manufacturer's specifications. A gambro investigation determined that the blood loss was the result of a very small leak that occurred at the luer-lock between the catheter and the blood line. Facility's nurse reported that the luer-lock was fixed safely after the bleeding was discovered; treatment continued for two hours without any further loss of blood. The prisma operator's manual, chapter 5: "alarm system", warns: "the control unit may not be able to detect disconnections of the set from the patient's catheter. Carefully observe the set and all operation while using the prisma system". While a requirement exists to detect a pressure drop in the venous line, which may occur in case of needle disconnection, the pressure drop may not be enough to cause a pressure decrease to be detected by the machine, even with pressure alarms and alarm windows properly set. In fact, in case of venous needle disconnection, the pressure at the venous monitoring side may only decrease by the pressure maintained within the patient's access site. This pressure drop may be less than the machine's venous pressure alarm window. This is common to all other currently marketed chronic or intensive care dialysis machines. There is no evidence to suggest that any gambro product caused or contributed to the event.

Event description:
Gambro dasco received a report in 2007 of a patient who sustained a blood loss of approximately 150ml. The treatment started at 10.00 am. On ten days earlier, and the patient was put on his right side. Half an hour into treatment, the staff needed to place a feeding tube in the patient and put him on the back side. At this point they noted blood on the bedside. The patient received a blood transfusion but remained hemodynamically stable. No medical consequences were reported.